Event description:
Related MFR report number: 2017865-2023-49764. Related MFR report number: 2017865-2023-49765. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD) and oversensing noise on both the atrial and right ventricular (rv) leads. No changes or intervention was reported. There were no patient consequences.